Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. No device history record review was possible since no lot/catalog number was provided. The complaint could not be confirmed. Nonetheless, the reported condition is consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier.

Event description:
A nurse reported that a limitorr (xxx-limitorr) broke on (B)(6) 2019. Additional information was received on 30oct2019 indicated that the patient¿s external ventricular drain (evd) system was set up on the pole and was found to be broken where the transducer was connected to the main system. The patient was in the neuro interventional radiology unit. It was clamped off to the patient. A new evd with transducer was prepped for the surgeon had to connect to patient. It was noted that the evd pole did not have the new arm support that has been placed on some poles to protect the connection. There was no patient injury noted.